Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose (bg) level was 300 mg/dl. Recommendation was made to consult with a healthcare provider to discuss diabetes management.